Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number 1627487-2021-15748. It was reported that the patient's leads are not in the correct location for optimal therapy. In return, surgical intervention occurred wherein the lead was explanted and replaced to address the issue. It is unknown which lead and anchor are related to the issue. Therefore, all the suspected devices are being reported.